Event description:
N/a.

Manufacturer narrative:
During routine scheduled pm by getinge rep the cardiosave intra-aortic balloon pump (iabp) pumps safety disk was due for replacement at 4 year pm interval. When I replaced the disk with a new disk from stock it failed the membrane test at 12mmhg leak rate. Oob failure. Pump is out of service since no safety disks are currently available. Complete checkout and checklist has been performed. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department was able to replicate the failure experienced by the customer. Retaining the safety disk in the failure analysis and testing department per procedure (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) fails safety disk leak test out of box. There was no patient involvement.